Manufacturer narrative:
Investigation: two sealed packaged 10ml syringes, confirmed to be from batch #8340937 (p/n 302995) were received. They were visually evaluated. No visual defects were observed in the samples received. The two syringes were tested for leakage past stopper per procedure. Both syringes passed the test with no leakage observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The complaint was not confirmed and a root cause could not be determined.

Event description:
It was reported that the plunge rod of a bd¿ syringe ll s/c 200 did not hold vacuum when the plunger was pulled back. When transferring blood, a small amount of blood leaked out through stopper. The following information was provided by the initial reporter: ¿ product did not perform as intended. The plunger in syringe did not hold vacuum when I got to the top (at 10 cc fill of blood) of syringe. One edge of plunger came away from inside edge. When using the blood transfer device to fill sample vials, the plunger did follow blood down the length of the syringe barrel. A small amount of blood escaped out of the top of the syringe. No adverse effects to patient, sample, or user. ¿

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunge rod of a bd¿ syringe ll s/c 200 did not hold vacuum when the plunger was pulled back. When transferring blood, a small amount of blood leaked out through stopper. The following information was provided by the initial reporter: ¿ product did not perform as intended. The plunger in syringe did not hold vacuum when I got to the top (at 10 cc fill of blood) of syringe. One edge of plunger came away from inside edge. When using the blood transfer device to fill sample vials, the plunger did follow blood down the length of the syringe barrel. A small amount of blood escaped out of the top of the syringe. No adverse effects to patient, sample, or user.¿